Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl. Sensor glucose level at the event was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose and blood glucose difference was unknown mg/dl. Sensor glucose value that triggered the suspend event was 60 mg/dl. Threshold and low suspend limit in sensor settings was 50 mg/dl. The sensor will be returned for analysis.